Event description:
Initial description: "it was reported that while doing an accessory pathway ablation, the left atrium was perforated. When the physician went transeptal, the perforation was detected. Heparin was given to the patient. Echocardiogram was done to verify perforation. Physician would like to repeat echo in 24 hrs to see if surgery is required. This occurred prior to ablation and mapping had not started. There were no errors detected with any of the following bwi equipment that was in use: carto (B)(4), stocker (st-2314, catheter cat #d5s06al252rt/lot#13462987); reference path (cat#xrpp8y, lot# 15143163), transeptal needle (snd-019-01 lot# s26461) (sic), preface sheath (cat#301803m/lot# 15107007, catheter (cat# bn7tcdf4l lot# 15136131)." (B)(4).

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and manufacturing methods were used to produce this lot of materials. The actual device was not available for evaluation at the time of this report.